Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and confirmed that the speaker was not able to produce sound. The fse replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that there was a speaker malfunction error and the speaker was not producing sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.